Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure on (B)(6) 2020 to repair chest wall deformity of pectus carinatum and was implanted with a plate and screws on (B)(6) 2020. On an unknown postoperative date, plate and screws had come loose on one side and the plate was displaced and poking up under the skin. Patient had used arm to push himself up and felt a "pop". During the re-operation while re-fixing the hardware on (B)(6) 2020, it was noted that the 3 screws on the left side of the rib cage had come loose and needed to be removed. The screws were locked into the plate and difficult to remove which further dislodged 2 more screws. 5 screws in total pulled out and 4 needed to be removed with pliers from the underside of the plate. The plate remained in situ and out of the 5 screws that pulled out and were removed, 3 were replaced with new screws that were 2 mm longer and then surgeon used 4 x stainless steel wires around the plate and rib to secure it. This report captures the intra-operative event of dislodging of two (2) more screws while related complaint (B)(4) captures the post-operative event due to three (3) screws on the left side of the rib cage had come loose and needed to be removed. Concomitant devices reported: 2.9mm ti matrixrib locking screw 12mm (part # 04.501.022.01, lot # unknown, quantity 1); screws (part # unknown, lot # unknown, quantity # unknown), matrixrib plate (part# 04.501.096, lot # unknown, quantity # 1). This report is for one (1) 2.9mm ti matrixrib locking screw self-tapping/12mm. This is report of 1 of 2 for complaint (B)(4).